Event description:
Ten to fifteen minutes into a bypass procedure, the user noted that the oxygenator had high inlet pressure. The line blew off the oxygenator and they replaced it back on the oxygenator. The pressure was still too high. They went off bypass and changed the unit out. They went back on bypass. Blood gases and act's were normal. There was no pt injury or impact.